Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had three revisions performed on a spinal cord stimulator (scs) system. The system was subsequently removed. No further details regarding pt symptoms, injury or outcome were provided. Add'l info was requested but not available as of the date of this report.